Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral component: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: australia. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to infection. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
This follow-up is being reported to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, this device was determined to be not reportable. The patient underwent a poly swap procedure due to infection over two (2) years post-implantation. The tibial component was not revised and remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. The patient underwent a poly swap procedure due to infection over two (2) years post-implantation. The tibial component was not revised and remains implanted.